Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd emerald¿ syringe plunger was found broken when retracting it. The following information was provided by the initial reporter: "two boxes of syringes with broken plungers. The issue is visible only after the plunger is retracted."

Event description:
It was reported that the bd emerald¿ syringe plunger was found broken when retracting it. The following information was provided by the initial reporter: "two boxes of syringes with broken plungers. The issue is visible only after the plunger is retracted."

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 16-mar-2022. H.6. Investigation: a device history record review was completed for provided material number 307727 and lot number 2011222. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defects and all quality tests were found to be within specification. To aid in the investigation of this issue, the affected sample was returned for evaluation by our quality engineer team. Through examination of the sample, a broken plunger was observed. A combination of a manufacturing related issue and handling could have resulted in the plunger breaking during use. The material used to manufacture the emerald syringes has been selected and tested to resist normal conditions of use. The assembly machines have an inline detection system that inspects all product and automatically rejects any damaged parts identified. We believe that the syringe may have become damaged due to a blockage in the plunger feeding process that went undetected by the assembly process. The damage finally produced a break during the use of the product.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd emerald¿ syringe plunger was found broken when retracting it. The following information was provided by the initial reporter: "two boxes of syringes with broken plungers. The issue is visible only after the plunger is retracted."